Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through the introducer sheath into the microcatheter. The ruby coil was not used and the procedure continued using new ruby coils.

Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was kinked approximately 20.0, 40.0, and 84.5 cm from the proximal end. The coil was detached from the pusher assembly and kinked throughout its length. Coil windings were stretched approximately 57.0 cm from the proximal end of the coil, and the stretch resistant (sr) wire was fractured and protruded from this separation. The coil and distal detachment tip (ddt) outer diameters were measured and determined to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that during an embolization procedure, the coil became stuck in the introducer sheath and could not be advanced. The physician then withdrew the coil from the introducer sheath, without the coil ever entering the patient. The procedure successfully continued without incident. Evaluation of the returned device revealed the pusher assembly was kinked and the coil was kinked and had a separation in the coil windings. The damage found on the pusher assembly typically occurs due to improper handling during preparation. If the pusher assembly is manipulated forcefully at an angle, it may kink due to excess force and bending. The inability to advance the coil through the introducer sheath and the damage found on the coil may have been due to attempts to advance the coil with the kinked pusher assembly. Further evaluation revealed the sr wire was fractured, which may have occurred due to the force used in attempts to advance the coil after the coil became stuck. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.